Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted (255 mg/dl). During troubleshooting with tandem technical support, the occlusion was determined to be at the infusion set cannula.